Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure a mitraclip xt was placed on the anterior 2/ posterior 2 (a2/p2) leaflets. While testing the established final arm angle (efaa), it was determined that the clip would not maintain a closed position while the clip was locked. The clip would open continuously from approximately 15 degrees to 45-60 degrees. Troubleshooting was performed unsuccessfully after four attempts. The clip was removed from the patient, another mitraclip xt was selected, placed, and deployed successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure a mitraclip xt was placed on the anterior 2/ posterior 2 (a2/p2) leaflets. While testing the established final arm angle (efaa), it was determined that the clip would not maintain a closed position while the clip was locked. The clip would open continuously from approximately 15 degrees to 45-60 degrees. Troubleshooting was performed unsuccessfully after four attempts. The clip was removed from the patient, another mitraclip xt was selected, placed, and deployed successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.